Manufacturer narrative:
On initial MDR patient code 2140 was an error. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up was made for additional information. Customer has shared details for the other eye (od). The od details were updated and no details for this eye (os) were provided. Company cannot provide medical advice. Information in the file indicated that company requested that the consumer connect with their ecp (eye care professional). The ecp will be the right person to evaluate and suggest appropriately. No further information has been provided. If additional information becomes available, the file will be reopened and updated. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he was implanted with intraocular lens (iol) two years ago. He had very blurred vision and moreover had very sharp rings around the lights and halos. He had trouble in night driving and had little problem in reading. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).